Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, the adhesive part of the lighting lens was found to be peeled off due to handling. The reported issue (leakage) was confirmed. It was observed there was a leakage from the forceps lever due to external factors. In addition, service found the bending angle was out of specification due to wear of the angulation wire, the nozzle was clogged, the adhesive on the bending section cover was chipped, and the suction cylinder was scraped. Scratches were observed on the control section, the tip cover, the switch box, the up down angle fixing lever, the right/left knob, the right left angle fixing lever, the control section cover, the grip, the universal cord, the protector of the universal cord on the control section side, the scope connector side of the universal cord, and the scope connector due to external factors. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device exhibited a leakage from the control section. There was no report of patient or user injury due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the adhesive part of the lighting lens was peeled off. This report is being submitted for the malfunction found during device evaluation (adhesive peeling off). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.